Event description:
Healthcare professional reported "left side rupture and textured to smooth implant exchange." Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h10 visual analysis: device photograph(s) for the device related to the reported event rupture/ anxiety-product-procedure was reviewed on 12-may-23. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product-procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations:

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left side rupture and textured to smooth implant exchange." Device was explanted and replaced.